Event description:
Unable to interrogate device in pacemaker clinic. Pt scheduled for generator replacement. During replacement device indicated "power reset" status; then o pacing output was available. Device was replaced.